Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number c1642532 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. From the images provided the handle cannula to filler cannula joint appears to be separated. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b device of lot number c1642532 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1642532; upon review of complaints this failure mode has not occurred previously with this lot c1642532. The instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0056-5. Root cause review: a definitive root cause could not be determined from the limited available information. A possible root cause could be attributed to excessive force. It is possible that tortuous path may have caused a build-up of pressure resulting in the filler cannula and handle cannula separation. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: complaint confirmed based on customer testimony and images provided. According to the initial reporter, the stent was fully deployed and as there ere no adverse events, the case was completed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During ercp an uncovered metal stent was chosen. The clinician acknowledged that difficult scope position in d4 and a long scope was used. An issue occurred during deployment when the stent was fully deployed and the safety wire was removed. The proximal end of the stent did not fully open. The nurse continued to deploy the stent as per photo attached. Deployment continued until the metal rod came out of the device's deployment gun mechanism. Once the rod was protruding from the deployment gun, the nurse fiddled with the rod, and this helped the proximal end of the stent to open and become dislodged from the catheter. The stent was fully deployed and as there ere no adverse events, the case was completed.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During ercp an uncovered metal stent was chosen. The clinician acknowledged that difficult scope position in d4 and a long scope was used. An issue occurred during deployment when the stent was fully deployed and the safety wire was removed. The proximal end of the stent did not fully open. The nurse continued to deploy the stent as per photo attached. Deployment continued until the metal rod came out of the device's deployment gun mechanism. Once the rod was protruding from the deployment gun, the nurse fiddled with the rod, and this helped the proximal end of the stent to open and become dislodged from the catheter. The stent was fully deployed and as there were no adverse events, the case was completed.